Event description:
It was reported that a patient presented with grade 4+ degenerative mitral regurgitation (mr) and a prolapse posterior leaflet for a mitraclip procedure. One of the grippers could not come down after grasping the leaflets. The gripper was unable to lower during simultaneous and independent gripper actuation. The device was cycled and the anterior gripper appeared to lower. A full leaflet assessment was completed and careful echocardiogram images were taken. After detailed imaging, it was believed the gripper was down. After deployment, a single leaflet device attachment (slda) occurred. The anterior leaflet was detached. Per the physician the gripper had never lowered, which caused the slda. A second xt was implanted lateral to first ntw, and secured the first device. The mr was reduced to grade 2. There were no adverse patient sequelae or clinically significant delay. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information and without the device to analyze, the reported difficult to open or close (gripper actuation - single), associated with one gripper arm not lowering, could not be determined. The reported incomplete coaptation (slda, single leaflet device attachment), associated with the clip detachment from the anterior leaflet after deployment, was due to the gripper actuation issue as per the physician. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.